Event description:
During a stemi response, and while md was in the middle of the cardiac catheterization, he activated the fluoroscopy (x-rays). He then noticed a delay in visual response that could have harmed patient's safety.